Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient report that one of their implants may be "leaking". This is for the left side. Device remains implanted.